Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that the coating of the insertion tube of the device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, instruction for use (IFU) and past similar case, omsc surmised that the reported phenomenon was attributed to the deterioration of the coating of the insertion tube due to the physical stress/chemical stress. Olympus stated the appropriate handling of bf-1t150 and the counter measures against abnormalities in the instruction manual of bf-1t150.